Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. (B)(4). Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient reported acute gastric pain. On (B)(6) 2022 the patient's pegj was replaced, and a bezoar was diagnosed by the physician.